Event description:
The manufacturer received information alleging that the device has stopped working. There was no report of serious patient harm or injury. There was no report that patient required medical intervention. The device was returned to a third-party service center for evaluation and the reported customer complaint was reproduced. During evaluation of the device, the third-party service center visually inspected the device and found a lot of inside saline contamination, the ui panel scratched and pca burned. There was no report of visible smoke or fire. In addition, the devices error log was downloaded, and five error code was present when reviewed. Lastly, the device was scrapped.